Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility regarding the reported event and was informed that the facility¿s epidemiology is checking for patient cross contamination. The scopes tested positive for pseudomonas aeruginosa antimicrobial susceptibility. The scope is cultured using a brush and swab. The scope was not eto sterilized. The cleaning and disinfectant solutions used with the endoscope are rapicide. The minimum effective concentration is checked every scope. The endoscope channel is being brushed during manual cleaning using a single use, kimberly clark brush. Pre-cleaning is being performed immediately after a procedure following the manufacturer¿s recommendation. The endoscope is being leak tested prior to manual cleaning using a veriscan leak tester. The aer used to reprocess the scope is a medivator, there have been no issues with the aer. The last preventative maintenance for the aer was (B)(6) 2019. The m.d. Reprocessed the scope prior to culturing positive. All reprocessing personnel are properly trained on how to reprocess an endoscope. The endoscope is being stored per the IFU. The scope was returned to the service center and pending evaluation and microbial testing. The scope will be sent to an independent laboratory for microbial testing.

Event description:
The service center was informed that scope cultured positive for pseudomonas aeruginosa antimicrobial susceptibility after reprocessing. The user facility reported that the scope had been previously utilized in an endoscopic retrograde cholangiopancreatography (ercp). There were no associated patient infections.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Please the updates.. The tjf-160vf video scope, serial number (B)(4) was forwarded to mq for evaluation due to ¿positive culture¿. A visual inspection was performed on the received device and used an olympus boroscope to verify the condition of the biopsy channel. The biopsy channel was inspected with the boroscope, and there is a yellow stain near the distal end side. The biopsy channel also has scrape marks within. In addition, the olympus boroscope was also used to check the condition of the suction channel, which has no signs of foreign material; however, multiple scrape marks and a kink were located near the opening at the scope connector side. The forceps elevator is free of debris and foreign material, which was verified under the microscope. The tjf-160vf video scope passed the cosmo leak test (+.6). The video scope was last refurbished (28d) on june 15th, 2019. Based on the evaluation, the likely cause of the stain inside the biopsy channel is due to improper reprocessing/cleaning. The scrapes inside the biopsy and suction channels is likely due to mishandling; which can occur if an open or broken instrument is inserted into the channel.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates.. The scope was sent to an independent laboratory for microbial testing. The scope's air/water channel, instrument /suction channel, auxiliary water channel, distal end and elevator mechanism were cultured and tested positive for pseudomonas aeruginosa. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation.